Event description:
It was reported that a 82-year-old female patient (56 kgs) underwent a atrial fibrillation (afib) ablation procedure with thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis, surgical intervention, and prolonged hospitalization. In a cryo procedure, additional ablation was performed to the residual electrical signal in the left atrium after mapping with pentaray. After 4 pv isolation with cryo. Then, a catheter was placed in the right atrium, and svc mapping was performed by pentaray, svc isolation was conducted. After the loss of svc electrical signal, decreased blood pressure was confirmed when preparations for hemostasis were started at the end of the procedure. Pericardial effusion was confirmed by echocardiography, and pericardial drainage was performed. Pericardial drainage showed that blood pressure increased from the 70 s to the 120 s, but bleeding continued. Blood pressure gradually decreased after blood transfusion. Surgical hemostasis was performed, and hemostasis was completed. Atrial septal puncture was performed by rf needle. The physician's opinions on the relationship between the event and the product were that surgical hemostasis revealed bleeding from the base of the left atrial appendage. There was a possibility of perforation at the time of ablation of left atrial residual electrical signal, but what caused the hemorrhage was unknown. Timing was also unknown. No abnormalities were observed prior to use or during use of the product. This adverse event was discovered post use of biosense webster products. Intervention provided includes drainage, transfusion, and surgical hemostasis. The patient outcome of the adverse event is improved. The patient required extended hospitalization because of the adverse event, but the detail is unknown. A smart ablate generator was used. Prior to noting the pericardial effusion, ablation was performed. The physician commented that the effusion timing was unknown. Dashboard and vector force visualization features were used. Tag index color option was used prospectively. The complaint product(s) will not be returned for analysis. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
Initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 30739441l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 3-oct-2022, bwi received additional information regarding the event. The physician¿s opinion on the cause of this adverse event was it is possible that the ablation of the left atrial residual potential was perforated, but what caused the bleeding and the timing are unknown. The patient required extended hospitalization because of the adverse event. After hemostatic surgery, the patient remained hospitalized. There was no evidence of steam pop. The physician commented that the effusion timing was unknown. An irrigated catheter was used and the flow setting was low flow 2ml/min, high 8ml/min, 15ml/min. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Visitag module parameters for stability used were 3mm, 3s, 25%-3g, tag index range:399-400 with no additional filter used with the visitag. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).